Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use.

Manufacturer narrative:
The device was returned to a third party service center for evaluation. During the evaluation an issue with the ventilator's remote alarm connector was observed. The device's interface board was replaced to address the issue.